Event description:
Revision surgery - the pt's liner became disengaged from the cup. The surgeon removed the liner, head, and sleeve.

Manufacturer narrative:
The reason for this revision surgery was reported as the liner became disengaged from the cup. The original surgery was performed on (B)(6) 2006 and the revision surgery on (B)(6) 2013 approximately 6.9 years later. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports associated with this product: ncmr #(B)(4) involved parts out of specification for dimensional discrepancies; both parts were accepted as the deviation would not impact the functional performance of the parts. Ncmr #(B)(4) also involved dimensional discrepancies; (B)(4) parts were scrapped and (B)(4) parts were accepted as the deviation would not affect the functionality of the parts. The root cause of the device becoming disengaged cannot be determined with confidence. Factors that can contribute to liner disengagement include: inadequate impaction force, misalignment during impaction, interference with soft tissue or improperly seated bone screws, and patient trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.